Manufacturer narrative:
No further complications have been reported. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided met reporting requirements of a device malfunction. Received medwatch from hospital, during placement of cranial fixation device, a screw (1.5x5mm) broke in half while being placed into skull. The broken half of the screw was not able to removed from the skull.